Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with mentor smooth round moderate profile 275cc saline breast implant that deflated after implantation. As a result, the patient had undergone explantation and replacement with saline mentor smooth round moderate plus profile 300cc breast implant on (B)(6) 2018.

Manufacturer narrative:
Additional information received on 03/20/2018 indicates that the lot number of the complaint device is different than what was originally reported, and the different device is a saline mentor smooth round moderate plus profile 300cc, lot number is 7441268, serial number (B)(4), catalog number 3502300. In addition, the device was replaced by saline mentor smooth round moderate plus profile 300cc, catalog number 3502300, serial number (B)(4), lot number 7483434. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/16/18, it was reported to mentor that the device history record (DHR) for the lot number 7441268 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/10/18, it was reported to mentor that multiple attempts have been made to obtain clarification for the wrong product received (lot #: 7392930) however, no further information has been made available. Since the reported product (lot #: 7441268) was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Therefore, no corrective action is warranted at this time. As a result, we are closing this investigation. If wrong product clarification is received at a later date, within the lab product retention period, we will perform the investigation as appropriate. Deflation is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, saline-filled implants may deflate due to fluid leakage. Causes of deflation of saline-filled implants include, but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, manual massage, and intimate physical contact; stress or trauma to the breast, mechanical damage prior to or during surgery, valve malfunctions or tissue ingrowth into the valve, leakage from the fill tube, valve or injection dome (spectrum devices), underfilling or overfilling the implant (see product label), damage from surgical instruments, damage during fill tube removal, damage during the filling stage, closed capsulotomy, shell abrasion, capsular contracture, and origins which are simply unknown. Manufacturer¿s reference number: (B)(4).